Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose bg level ranged from 400-600 mg/dl. The bg was addressed with a manual injection and a correction bolus via the pump. During a systems check with tandem technical support (cts) it was discovered u-500 insulin was used within the pump. Cts educated the customer this was off label per the user guide. Reported, the customer changed pump supplies to address the issue.